Event description:
On (B)(6) 2013, this patient was implanted with gore excluder aaa endoprostheses of treat an abdominal aortic aneurysm. There was noted thrombus in the aortic artery and the flow lumen at the bifurcation of the distal aortic neck was 20 mm in diameter. It was reported that the physician deployed the trunk-ipsilateral leg component at the intended position. The physician attempted to canulate the contralateral gate and believed that he was inside the gate, and advanced the device up the guidewire. However, after deploying the contralateral leg component (pxt121200/9798337) he realized it was outside the gate. The distal end of the device was in the common iliac artery and the proximal end of the device was floating in the aneurysm sac. The physician then chose to use a catheter wire and wedge it between the deployed contralateral leg component and the iliac vessel wall, then canulate the gate. Upon successfully cannulating the gate, the physician used a stiff wire to push the deployed graft out of the way and inserted a new pxc121400/10648924 device. The procedure concluded with no other incident. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information for this form were made by gore.